Event description:
It was reported that the patient underwent a surgical intervention wherein the ipg was explanted and replaced for an unknown reason.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Additional information received indicates that the ipg was replaced due to reaching normal end of life.

Manufacturer narrative:
Per the additional information received, the ipg reached normal end of life. Hence, this event no longer meets the reportability criteria.